Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys tsh assay result for 1 patient sample tested on a cobas 6000 e 601 module. The initial tsh result was 11.82 uiu/ml from sample a. The initial result was reported outside of the laboratory but was questioned by the doctor as the result did not match the patient's clinical picture. The doctor requested a new sample to be collected, sample b, and on (B)(6) 2019 the tsh result was 1.26 uiu/ml. Sample a was retested on (B)(6) 2019 and had a tsh result of 1.49 uiu/ml. The tsh reagent lot was 40817600 with an expiration date of 31-dec-2019.

Manufacturer narrative:
Calibration data is acceptable. Control data is acceptable alarm trace has alarms that might indicate a general pre-analytical issue. Assay related issue could not be detected. The investigation did not identify a product problem. The cause of the event could not be determined.